Event description:
It was reported that the pump screen was dark and would not turn on, making a malfunction sound without displaying anything. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.